Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [First time; october 21, 2019] instrument channel: unspecified microbes (2cfu/ml) elevator channel: unspecified microbes (9cfu/ml) [second time; january 20, 2020] instrument channel: plasma coagulase negative staphylococcus (7cfu/ml) the device had been reprocessed with a non-olympus automated endoscope reprocessor, belimed wd 425, using glutaraldehyde. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4) (ode). Ode sent the device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from the air/water channel of the device tested positive for unspecified microbes (4 cfu/channel). Ode requested the facility three times to provide the information regarding reprocessing, however the facility did not provide and ode could not obtain it. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. Instrument channel: coagulase-negative staphylococci other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.